Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's reported experience. However, the analyzer failed incoming functional testing. The analyzer was replaced with a different unit. If information is provided in the future, a supplemental report will be issued.

Event description:
It was report the analyzer was reading "caution" or "malfunction" when opening. Then the analyzer was prompting to "restart" or "end session". The analyzer did this three times. The analyzer did not display an error code. The analyzer was returned for service. There was no patient involvement.